Event description:
It was reported that during the implant procedure, the helix would not extend. A small incision was made in the insulation at the proximal end. The lead was not used. The patient was doing well at the end of the procedure.

Manufacturer narrative:
.